Manufacturer narrative:
All buttons functioning properly. Device passed self-test and displacement test. No moisture or damage or unlocked electrical board keypad connector or moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was exposed to water. The insulin pump was not responding and had moisture damage. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.